Event description:
An endurant ii stent graft system was implanted during an chevar procedure. It was reported that renal stent thrombosis was diagnosed by CT scan . A secondary procedure to try and revascularize the renal stent was unsuccessful. No renal infarction was noted and there was mild serum creatinine elevation but is not renal failure requiring dialysis. The patient is under monitoring by a nephrologist. The renal stent thrombosis was assessed by the site as probably related to the procedure and not related to the endurant stent graft system. The sponsor assessed the event as probably related to the endurant stent graft and procedure. The event was then reassessed by the sponsor as being not related to the endurant stent graft but probably related to the procedure. No cause was provided  no additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c82ee, serial/lot #: (B)(4), ubd: 11-may-2023, UDI#: (B)(4). Product ID: etlw1620c156ee, serial/lot #: (B)(4), ubd: 09-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.